Manufacturer narrative:
The events of capsular contracture and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation reported as capsular contracture, baker grade unknown, and late seroma. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported late seroma and "capsular retraction" baker grade unknown. Affected side unknown. Device status is unknown.